Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that there was an issue with the rewarm and cool down control. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The distributor's service engineer inspected the unit and found the tire actual temperature was fixed at eleven degrees centigrade. The temperature in the cool-down and re-warm mode of operation could not be controlled. By further inspection of the unit of the internal parts, the service engineer found a busted fuse at the main board. He tried to replace it but still would not work. Our distributor's service engineer tried to repair the defective component however, was not successful. Technical services recommended replacement of main board including the a/d timer board. Investigation in process, but not yet completed.